Event description:
This is an adverse event occurring in the (B)(6). The pt had a very long 14-cm barrett's esophagus with indefinite for dysplasia on pathology. Two months after a circumferential ablation, a mild stricture was noted and dilated. This stricture was dilated twice more at various intervals in conjunction with additional focal ablation. Per the study: coordinator completed case report form, the event severity was noted as severe although the endoscopy note case report form grades the severity as mild. The relationship to device procedure was unk, and there was no device malfunction.